Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the customer. The customer reported that they obtained a new battery and placed it in their device. The device functioned as it should and they put the device back into service. The device or the battery were not returned to physio-control for an evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator and was audibly indicating to replace the battery. The customer attempted to power on the device; however, the device powered up for a few seconds and then powered itself off. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: model # ¿ 500 section d4 of the initial medwatch report should indicate: model # ¿ na.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator and was audibly indicating to replace the battery. The customer attempted to power on the device; however, the device powered up for a few seconds and then powered itself off. There was no patient use associated with the reported event.